Manufacturer narrative:
An investigation was completed with no sample available. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. No samples available for evaluation. No issue found in the bhr. We could not confirm the reported issue. The magnitude of the damage to the syringe is significant enough to stop the machine, and it has an on-line detection system that inspects 100 % the syringes while rejecting non-conformances, we think that the root cause of the problem is related with a human error.

Manufacturer narrative:
Date of event: unknown. Initial reporter's phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrels on four 5ml bd emerald¿ syringes were found with holes and molding defects prior to use making the injections difficult. There was no report of injury or medical intervention.